Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an "immediate drop in the blood pressure" after the start of continuous renal replacement therapy with an oxiris set, and was "removed from treatment before the blood reached the set". There was no report of serious injury or medical intervention associated with this event. No additional information is available.